Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
According to the provided x-ray the breakage of the plate can be confirmed, although the complained device was not returned. The information provided by the x-ray received was not sufficient enough for the medical expert for a profound statement. Summarizing the investigation, the reported failure (postoperative plate fracture) cannot be linked to a certain root cause, because not enough information was provided and the complained device was not returned. According to the related design risk analysis these are possible root causes: wrong/ missing information, too much load on implant/ bone, improper insertion/ positioning of implant, abnormal mental/ physiological condition of patient, wrong implant placement (e.g. Region with reduced bone quality, too much bone compression during screw insertion), implant was damaged by instrument/screw during bending/shaping/insertion, implant damaged during sterilization (e.g. Gamma radiation), wrong choice of implant. Based on evaluation no indications for any design, material or manufacturing related problems were found in this investigation.

Event description:
It was reported that a patient's plate fractured intraorally. This was noticed at 6 week post op exam. Revision surgery was performed on (B)(6) 2014, 4pm pst.

Event description:
It was reported that a patient's plate fractured intraorally. This was noticed at 6 week post op exam. Revision surgery was performed on (B)(6) 2014, 4pm pst.